Event description:
It was reported that caller experienced cartridge alarm that required attention but did not occur during cartridge load process and had not been previously reported with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and issue was resolved without further action reported.